Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed selftest, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms or prime anomalies were noted. Device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the fill tubing process. The insulin would continue to drip after motor stops during the reservoir/fill tubing process. The load reservoir process during troubleshooting was not completed as insulin had exited the tubing. About 60 units of insulin were used up during the load reservoir process test. The customer's blood glucose level was 336 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer was advised that the device would be replaced and agreed to return the product for analysis.